Manufacturer narrative:
The insulin pump was received with no button response on the escape button due to a connector on the lcd board half locked during our visual inspection. No damage to keypad traces noted during visual inspection. No unexpected failed battery test alarms noted. Unable to perform displacement test, operating currents and off no power test due to unresponsive keypad. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 240 mg/dl. It was reported that the only buttons responding were the esc and the b buttons. Customer states that insulin pump was dropped earlier that day. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.